Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 1.5 ml coaptite on (B)(6) 2012. The pt experienced urinary retention on (B)(6) 2012 and resolved on (B)(6) 2012. The pt was treated with a foley catheterization. Per the physician, the event was severe and definitely related to coaptite.

Manufacturer narrative:
(B)(4). The device history records for lot 1028864 was reviewed, all required testing specs were met prior to release, no abnormalities noted.